Manufacturer narrative:
The device was returned for analysis. The reported deployment issues were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deployment issues. It is possible that anatomical conditions contributed to the deployment difficulty. The anatomy may have caused the distal end of the self expanding stent system to become entrapped or bent in the anatomy and such that the ratchet was unable to properly engage the stent resulting in the deployment difficulty; however, this could not be confirmed. The kink on the outer sheath is likely contributed to case circumstances due to handling of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified radial artery/cephalic vein fistula. A 4.0x60mm armada 18 was used to prepare the vessel and a 5.5x60mm supera stent was advanced and deployed; however, the device would only partially deploy (exposed) by 1/3. After several attempts to retract and advance with the thumbslide the stent was removed through the 6f short sheath under fluoroscopy. A new supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.